Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly treated by the lifevest and had already passed when ems arrived. Review of the download data indicates that the patient entered vt at 240bpm. The response buttons were pressed for approximately 40 seconds during this time. It is unknown who pressed the response buttons. The patient's rhythm degraded to vf and the lifevest delivered a treatment shock approximately 12 seconds after the response buttons were last pressed. The arrhythmia was converted to asystole for 6 seconds which transitioned to bradycardia at 20bpm, which is considered a life-sustaining rhythm. The lifevest delivered an additional shock during bradycardia. Low amplitude cardiac signal contributed to the detection. The patient remained in bradycardia and eventually degraded to asystole until the electrode belt was disconnected.